Manufacturer narrative:
A software investigation was initiated; however as it was reported that the cause of the event was user error and the system was functioning as intended, there was no further analysis for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that both suctions were able to pass verification for the case. The case was completed with no issues other than the delay. There is no damage to the suctions.

Manufacturer narrative:
Lot number, UDI, and manufacture date populated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number, UDI, and manufacture date not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The manufacturing representative on site stated that the cause of the issue was user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a fess procedure there were verification issues with two suctions. The surgeon was having difficulties verifying the suctions during the case. Had the case been more complex, this would have been a bigger issue according to the surgeon and the site, but they were able to complete this case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Additional information was received: the clinical specialist on site stated that the system was functioning as intended and the cause was user error.